Event description:
Complainant alleged that during biomed testing, when charged to 120joules, the device would not discharge. Prior successful discharges at 75, 120 and 200 joules. Complainant indicated that there was no pt involvement in the reported malfunction.